Event description:
It was reported that this pacemaker recorded noisy signals on both right atrial (ra) and right ventricular (rv) leads channels. Only in the ra lead channel it was over sensed. According to health care professional there was no asystole recorded. Electromagnetic interference (emi) was suggested as the possible source of the noise. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded noisy signals on both right atrial (ra) and right ventricular (rv) leads channels. Only in the ra lead channel it was over sensed. According to health care professional there was no asystole recorded. Electromagnetic interference (emi) was suggested as the possible source of the noise. The pacemaker was explanted without additional allegations and returned for analysis. No adverse patient effects were reported.